Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported cardiac arrhythmia cannot be conclusively determined. The account communicated that the patient experienced ventricular arrhythmia, which required fibrillation treatment and/or cardioversion. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). Additional information regarding the event was requested from the account; however, no further information has been provided at this time. The relevant sections of the device history records was reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, contains the following information: section 1 lists cardiac arrhythmia as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 lists cardiac arrhythmia as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing ventricular arrhythmia which required treatment of fibrillation or cardioversion.